Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following was reported through the official journal of the world society of arrythmias in an article titled "clinical performance of different df-4 implantable cardioverter defibrillator leads" on jun 1, 2018. It was reported that the patient experienced a pneumothorax. No further information is available (sarrazin j-f, philippon f, sellier r, et al. Clinical performance of different df-4 implantable cardioverter defibrillator leads. Pacing clin electrophysiol. 2018; 41: 953¿958. Https://doi.org/10.1111/pace.13400).